Event description:
The body of the fixator that was applied to the pt's tibia cracked and fracture reduction was lost. The pt went to the ER where the dr applied a local anaesthesia and re-reduced the fracture and applied a new fixator. The pt is expected to heal as desired.